Event description:
It was reported that the intra-aortic balloon was prepped per instruction. The md inserted the sheath via the femoral artery and while under fluoroscopy, the md inserted the iab. The md noticed that while the iab was at the iliac artery, the membrane began to unravel. He removed the iab through the sheath and used another iab-05840-u to complete the procedure.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.